Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 25 and 36 hours. The infusion site reportedely presented with purulent drainage and pain. The patient's legal guardian indicated that the insertion site was initially bleeding after a shower. The pod was removed, and a new pod was applied at a different site. A few days later, pus appeared at the insertion site, and the patient experienced pain. The patient was taken to (B)(6) on (B)(6), 2026, where an infection was diagnosed. The pediatrician drained the pus and disinfected the insertion site; no further treatment was administered. The consultation lasted 10 minutes. The patient¿s condition reportedly improved over the following days.